Event description:
It was reported that this pacemaker had reverted to safety mode. Subsequently this device was explanted and successfully replaced. Other than the intervention no additional patient adverse effects were reported. This device has been returned for analysis.

Manufacturer narrative:
This device has been returned for analysis; however, results of investigation were not available at time of submission of this report. A supplemental report will be submitted once the results become available.